Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the unknown procedure was already reported in MFR report #: 3006630150-2018-00305.

Event description:
A report was received that the patient underwent an unknown procedure for an unknown reason.